Event description:
It was reported that a patient was implanted in about early may and they were really struggling to recharge. They had tried different positions of the charger on the patient's chest, but weren't having any luck. The patient didn't have anymore swelling. The doctor didn't want to do an x-ray because they felt as though the ins was not flipped, as the patient could get some connections if they pressed hard enough. They tried 2 different recharges, as well as different positioning. Additional information was received: it was reported that the cause of the poor coupling was not determined yet. They were waiting for the swelling to subside, for the clips to be removed, and another charger was tried. They planned on going back to the theater. Additional information was received: it was reported that no other issues were found and they would try repositioning as the next steps. Additional information was received: it was reported that the patient went back to the clinic for battery re-positioning (surgical intervention) and was now able to charge properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.